Event description:
Pt undergoing laparoscopic cholecystectomy, while attempting to remove gallbladder through port site with endocath bag, surgeon noted endocath bag had split. Bag examined, all parts accounted for and bag gallbladder removed. Surgery was completed as planned.